Event description:
It was reported that the patient received inappropriate therapy due to noise. Externalized conductors were observed on x-ray. The lead was explanted and replaced. The condition of the patient was good after the event.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 8.0-10.5cm from the lead tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 5.5cm from the lead tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.